Event description:
The account stated that the celldyn 3200 analyzer generated platelet results of <10,000/ul on pt samples. Qc was run and platelet results were also <10,000/ul. No results were reported. No further data was provided. There was no report of impact to pt management.

Manufacturer narrative:
The customer technical advocate (cta) verified with the account that there was no visible clot in the aspiration pathway or in the samples. The customer had started the autoclean process prior to contacting the customer service center (csc). The cta instructed the customer to run a normal background, clean y-valve in open mode, clean open mode probe, replace millipore filter, then repeat qc and pt samples. On followup, the customer reported the autoclean, probe and y-valve cleaning was completed. The millipore filter was replaced as a clot was found stuck in the filter. The customer then ran backgrounds, qc and repeated pt samples. All results were within specification. The customer required no further assistance at this time but was to monitor the issue and contact csc if further assistance was required. The investigation was closed with a likely cause stated as a clot stuck in the millipore filter. The cd3200 system operator's manual (06h60-01, rev m), on page 3-31 advises that a result that falls outside of the laboratory action limit can indicate the need for the operator to follow a laboratory procedure such as repeating the sample. Section 10, troubleshooting guide, page 10-23, 10-24 instructs the customer to return controls and or pts to ascertain if the condition is instrument/reagent related. Page 10-24 provides contact information for further assistance. The customer found repeating the sample and qc gave the same out of range results and therefore contacted csc for assistance. In addition, a review of the complaint analysis trending system (cats) and trending analysis support system (tass) was performed and no adverse trends were identified. This is the final report. End of report.